Event description:
A surgeon reports vitreoretinal surgery was performed in 2005 for retinal detachment caused by proliferative vitreoretinopathy (pvr). No product residue was seen when the surgery was complete. In 2005, examination revealed subretinal migration of the product under the retina in the macula area. The residual product was removed three days later. During the removal procedure, some remaining retinal detachment and tears were recognized and repaired. Four months following removal of residual product, metamorphopsia persists. The surgeon feels, that given the pt's condition prior to the initial surgery, the pt's outcome has been good.